Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. The field service engineer (fse) verified hardware performance in response to the event. The fse proactively replaced the analyzer's luminometer and substrate valve as the substrate mean of the system check was noted to be low but within the acceptable range. All system verification testing was performed and results passed within the assay and instrument specifications. No hardware malfunctions were noted. The system was in normal operation. A definitive cause of the incident is unknown.

Event description:
The customer reported erroneously elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access accutni assay utilized in conjunction with the unicel dxc 600i synchron access clinical system and access accutni calibrator. Subsequent testing of the patient¿s sample on the original and alternate unicel dxc 600i system recovered lower results within the normal reference range. The erroneous result was not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. The customer indicated the sample was a full collection and collected in a 13x100 mm vacutainer tube and centrifuged at 3,900 rpm (rotations per minute) for nine minutes, at room temperature. All levels of quality control (qc) had been performing within 1-2 standard deviation of the laboratory¿s established ranges. Assay calibration, performed on (B)(4) 2013, shows all level of calibrators passing with acceptable percent coefficient of variation (%cv). Routine system check, performed on (B)(4) 2013, passed within instrument specifications. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.